Event description:
The patient reported that within the last 3 months since he switched to the v-go 40 he has experienced 2 to 3 v-go devices each month in which the needle has released on its own. The patient stated that he did not bump into anything. The most recent occurrence happened this morning .